Event description:
During a coil embolization procedure, the deltapaq cerecyte 2.5mmx4cm coil (dpl10025420/c18012) wouldn't detach. They had to try several times and finally the coil detached. It took the surgeon five minutes to solve this problem. There was no serious injury and the component will be returned for analysis.

Manufacturer narrative:
The product was received for analysis. Additional information will be submitted within 30 days of receipt of additional information.

Manufacturer narrative:
During a coil embolization procedure, the deltapaq cerecyte 2.5mmx4cm coil (dpl10025420/c18012) wouldn't detach, but after several attempts the coil detached. They had to try several times and finally the coil detached. It took the surgeon five minutes to solve this problem. There was no serious injury and the component will be returned for analysis. No attempts were made to detach the coil manually. After the event, the white hub was moving. The microcatheter used with the device was an excel14, and after the event, the same microcatheter was used to complete the procedure. The detachment control box cable used was an enpower dcb (blue) and enpower cable (catalog and lot unk). Pre-deployment electrical check was not performed prior to inserting in the patient. No low battery light was seen during case, and the fault light was not seen during the case. The green system ready light illuminated, but it was not the first coil to detach. During the detachment cycle, the detachment light illuminated, and the audible signal beeped. All connections appear to fit properly without application of excessive force. The same connecting cables and dcb were used successfully with subsequent coils, and no resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. The target vessel was the acom artery with 6mm aneurysm. The procedure was completed and not further information was available. Additional information will be submitted within 30 days of receipt. (B)(4).

Manufacturer narrative:
During a coil embolization procedure, the deltapaq cerecyte 2.5mmx4cm coil (dpl10025420/c18012) wouldn't detach, but after several attempts the coil detached. They had to try several times and finally the coil detached. It took the surgeon five minutes to solve this problem. There was no serious injury and the component will be returned for analysis. No attempts were made to detach the coil manually. After the event, the white hub was moving. The microcatheter used with the device was an excel14, and after the event, the same microcatheter was used to complete the procedure. The detachment control box cable used was an enpower dcb (blue) and enpower cable (catalog and lot unk). Pre-deployment electrical check was not performed prior to inserting in the patient. No low battery light was seen during case, and the fault light was not seen during the case. The green system ready light illuminated, but it was not the first coil to detach. During the detachment cycle, the detachment light illuminated, and the audible signal beeped. All connections appear to fit properly without application of excessive force. The same connecting cables and dcb were used successfully with subsequent coils, and no resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. The target vessel was the acom artery with 6mm aneurysm. The procedure was completed and not further information was available. The coil was implanted. Both the unspecified enpower dcb and the enpower remote cable were not returned. The excel 14 microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The detachment fiber partially melted and pooled around and above the resistive heating coil¿s socket ring. The dpu failed electrical testing with resistance at 0.0 ohms and the enpower systems go green light failed to illuminate. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil was implanted and not returned. The detachment fiber partially melted and pooled around and above the resistive heating coil¿s socket ring. The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms and the enpower systems go green light failed to illuminate. The most likely contributing factor to the coils detachment difficulty was due to damage to the electrical wiring and/or a fracture to the solder joint connections. This caused the detachment fiber to partially melt and may have temporarily captured the coil before releasing it inside the aneurysm. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. It was reported in the complaint event that a pre-deployment electrical test was not completed prior to patient use. If the pre-deployment electrical test was not completed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ in addition, without the return of the coil, the complete detachment system, and the excel 14 microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4)

Event description:
During a coil embolization procedure, the deltapaq cerecyte 2.5mmx4cm coil (dpl10025420/c18012) wouldn't detach, but after several attempts the coil detached. They had to try several times and finally the coil detached. It took the surgeon five minutes to solve this problem. There was no serious injury and the component will be returned for analysis. No attempts were made to detach the coil manually. After the event, the white hub was moving. The microcatheter used with the device was an excel14, and after the event, the same microcatheter was used to complete the procedure. The detachment control box cable used was an enpower dcb (blue) and enpower cable (catalog and lot unk). Pre-deployment electrical check was not performed prior to inserting in the patient. No low battery light was seen during case, and the fault light was not seen during the case. The green system ready light illuminated, but it was not the first coil to detach. During the detachment cycle, the detachment light illuminated, and the audible signal beeped. All connections appear to fit properly without application of excessive force. The same connecting cables and dcb were used successfully with subsequent coils, and no resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. The target vessel was the acom artery with 6mm aneurysm. The procedure was completed and not further information was available. The coil was implanted. Both the unspecified enpower dcb and the enpower remote cable were not returned. The excel 14 microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The detachment fiber partially melted and pooled around and above the resistive heating coil&#38112;socket ring. The dpu failed electrical testing with resistance at 0.0 ohms and the enpower systems go green light failed to illuminate. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil was implanted and not returned. The detachment fiber partially melted and pooled around and above the resistive heating coil&#38112;socket ring. The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms and the enpower systems go green light failed to illuminate. The most likely contributing factor to the coils detachment difficulty was due to damage to the electrical wiring and/or a fracture to the solder joint connections. This caused the detachment fiber to partially melt and may have temporarily captured the coil before releasing it inside the aneurysm. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. It was reported in the complaint event that a pre-deployment electrical test was not completed prior to patient use. If the pre-deployment electrical test was not completed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, &#50565;rify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.&#55328;in addition, without the return of the coil, the complete detachment system, and the excel 14 microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This report is for complaint #

Manufacturer narrative:
Additional information received indicated that there was no clinical significance due to the 5 minute delay, and thee hub did not detached, but it was moving. No further information will be forth coming for this report sent under (B)(4).

Manufacturer narrative:
(B)(6). The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.